Manufacturer narrative:
G4: 20oct2020, b4: 20oct2020. D11:h6: patient code updated. There was no patient involvement. The manufacturer¿s international service technician confirmed the reported issue. There is gas leakage between the (data acquisition) da board and flow sensor module. The customer has decided not to repair the unit at this time. If further information is obtained, a supplemental report will be submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 08oct2020.

Event description:
The customer reported air leakage. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user.